Event description:
Hospital advised that a solution of 70% dextrose, 15% amino acid, 20% fat emulsion and 10 ml multi-vitamins was hung on channel b. The pump was programmed to infuse 2400 mls over 38 hours. The prescribed rate was 63ml/hr for 5 hours and found it met specifications. There was no pt consequence.